Event description:
The facility reported an infusion pump that was involved in an incident of an infiltration. No adverse outcome resulted. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding pt's demographics, diagnosis or status, medication involved, pt injury, medical intervention, serial number and set up of the infusion device.